Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-01543. It was reported the patient was not receiving any stimulation therapy from her scs system. Diagnostics showed lead impedances high and out of normal range. Follow-up identified the patient's physician removed the patient's entire scs system.